Event description:
It was reported that post implant, loss of ventricular capture was observed when the patient was moved from the operating table. The patient had a cardiac arrest and a temporary ventricular lead was inserted in emergency. The lead was explanted and replaced. Good electrical measurements was observed on the replacement lead.

Manufacturer narrative:
UDI (di): (B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.